Event description:
The user facility reported a complaint to customer service on 09-dec-2019 "for evaluation" involving the pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The reporter stated that when they "do auxiliary wash will not screw in missing the screws". No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 11-dec-2019. The endoscope was inspected by pentax medical service under service order 3124031 and during quality inspection the technician documented a "forward water jet socket accessory stuck inside" which would confirm the customer's experience, and the technician also documented the following inspection findings on 13-dec-2019: passed wet leak test, passed dry leak test, distal body chip at channel opening at thinnest part, control body grip scratched, primary operation channel resistance, air/ water socket cylinder o-ring chipped, water nozzle has sharp edges, pve connector housing scratched. The device underwent repairs including the following components: o-rings and seals, suction channel lg, water nozzle, air/water nozzle collar. During backlog review it was noted that a good faith effort(gfe) email was not initially sent, so no additional receive was gathered. Model ec38-i10l, serial number (B)(4)., has been routinely serviced at a pentax facility since the device was put into service on 21-aug-2015. On 11-may-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed under ivai-21-050010, the DHR review confirmed the endoscope was manufactured on 09-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-jun-2015. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 26-dec-2019 under delivery order (B)(4).

Manufacturer narrative:
(B)(4)